Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was adjusted. The real time operating system (rtos) and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure when they tried to save an image, the right monitor went black and the image would not save. There is no report of death or serious injury associated with this complaint.